Manufacturer narrative:
The insulin pump was received with missing reservoir tube retainer, missing reservoir tube o-ring, missing display window cover, minor scratched lcd window and cracked select button keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the plastic piece was missing from the insulin pump's reservoir compartment. Blood glucose level at the time of the incident was 175 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.